Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Black box review showed dates from (B)(6) 2014 with no information found on date of complaint for rewind issue. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Unable to duplicate the complaint during investigation. Pump rewound with no stoppage and no sticking in the middle of the rewind cycle.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump motor would not complete the rewind step while attempting to prime the pump. The reporter stated that the battery had to be removed and reinserted several times before the pump was able to complete the prime steps. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.